Manufacturer narrative:
(B)(4). The device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown surgical procedure on (B)(6) 2015 and straps were used. During the procedure, the cannula cap came off after firing. The cannula cap was removed with a forceps and no pieces were left inside the patient. Another like device was used to complete the procedure with no adverse patient consequences.